Manufacturer narrative:
Method: visual examination, device history review, complaint history review, material analysis. Results: visual examination confirms the reported event. Device history review shows no reported discrepancies. Complaint history review shows there has been no other reported events. Material analysis shows the material to be in accordance to the values in the material spec. Conclusion: appears to be user related.

Event description:
It was reported that the screw bent during surgery.